Event description:
It was reported that the device nibp button was stuck down and disabling other buttons function. The device was unable to provide defibrillator therapy. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main control keypad assembly at the failure analysis center and determined the cause of the problem to be physical damage to the nibp button.